Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: ¿breast pain (throbbing and aching)¿, "emotional distress¿, ¿swelling of lymph nodes under the arm¿.

Event description:
Patient representative reported right side breast pain (throbbing and aching), emotional distress, asymmetry, and swelling of lymph nodes under the arm. The device has been explanted and replaced.